Manufacturer narrative:
1) the device was returned to the pil for the lab investigation. Philips pollen and ultra fine filters were returned. No other peripherals or accessories were returned with the device. Using a known good power supply and power cord, pil was not able to confirm the device powers on and provides airflow due to a potential defective pca (printed circuit assembly). Error 73 appeared on the display when the device was plugged in. After additional power cycles the service required message would appear and pil was not able to perform any more functional testing. Pil used a known good pca, and the device provided airflow with heat to the heated tube and heater plate. Because of e-73 pressure error, mt2 is most likely defective. Review of the error logs shows the device has 2177.4 blower hours and 2177.3 therapy hours. There were 19 errors logged. See pqa-2104508 for photos and logs. Pil was not able to directly address the symptoms specified. 2) codes for evaluation method code grid, evaluation results code grid, conclusion code grid are updated/corrected in this report.

Event description:
The manufacturer became aware that a user of the dreamstation 2 advance auto CPAP had states copd. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.